Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n0053407, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal morphine via an implantable infusion pump. The concentration and dose of morphine at the time of the event was not provided. Patient history included non-malignant pain and failed back surgery syndrome. In 2011, the patient experienced "stiriking pain" in her spine. The onset of the pain was sudden. The patient stated that her pump "went into default." The patient's pump was replaced in 2011 around the same time the symptoms occurred. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.